Event description:
Individual developed what appeared to be minor left eye irritation that was initally diagnosed as herpes symplex. After two months of treatment diagnosis was confirmed to be acanthamoeba keratitis caused by contact lens wear and contamination via water. Individual used lens solution called "amo" and was wearing johnson & johnson contact lens brand. Individual has been in treatment for the ak infection for now, 7 weeks. The treatment is to administer three different eye drop medications every hour. He has no sight in the effected eye and suffers severe pain. He cannot attend school nor other "normal" functions due to the pain/medication regimen and photo-sensitivity. There is currently no warning of this malady, the contamination risks nor any other warning on contact lens containers/brochures/information pamphlets nor on any related products i.e. Cleaning solutions.